Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, an alert for low pacing lead impedance was detected on the rv lead. No noise could be reproduced with isometrics, and the sensing values were within range. The lead remains in service and the patient will continue to be monitored.